Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt snubber assembly and the battery pack assembly were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-rays. No patient injury was reported.